Manufacturer narrative:
The suspect battery charger was received by the manufacturer for evaluation. Visual investigation found that the cap had broken off of the charger. Due to the physical damage, functional testing could not be performed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. It was found that the battery monitor was not scrolling. Motion batteries charger output voltage was low. The medtronic representative replaced motor battery charger board. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement.

Event description:
A medtronic representative reported that the imaging system's motion batteries were not charging. There was no patient present when this issue was identified. No further details were provided.